Event description:
The patient experienced cardiomyopathy and confusion. It was reported that a faradrive steerable sheath clear was selected for use during a clinical pulsed field ablation (pfa) procedure. The patient has presented acute confusion, dysarthria and agitation a few hours after the surgical procedure. It was noted that the suspected cause would be a takotsubo syndrome related to the adrenaline used during the procedure. Medication was changed, from bisoprolol to ramipril. Coronarography, eeg and CT-scan cerebral were done. Serious deterioration in the health and hospitalization were not reported. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced cardiomyopathy and confusion. It was reported that a faradrive steerable sheath clear was selected for use during a clinical pulsed field ablation (pfa) procedure. The patient has presented acute confusion, dysarthria and agitation a few hours after the surgical procedure. It was noted that the suspected cause would be a takotsubo syndrome related to the adrenaline used during the procedure. Medication was changed, from bisoprolol to ramipril. Coronarography, eeg and CT-scan cerebral were done. Serious deterioration in the health and hospitalization were not reported. Product return is not expected. The event was resolved on 07-nov-2025.